Event description:
The customer reported the sys had displayed a communication failed error message. This error will prevent the sys from taking x-rays and may result in a sys lock up, no boot, or shut down situation. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced. The boards and connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.